Manufacturer narrative:
Updated blocks: b5 and h6.

Event description:
Additional information was received that the issue occurred during a non-clinical activity. There was no patient involvement.

Manufacturer narrative:
Updated blocks: h3 & h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the central control monitor (ccm) was displaying a 'disk boot fail' message. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the manufacturer's subsidiary, the user facility's ccm was displaying a 'disk boot fail' message so the hard drive was replaced, but the message persisted. The hard drive was replaced again and the unit booted up correctly. The failing hard drive was re-installed to confirm it was not working, and the message appeared again so the working hard drive was re-installed. This complaint is related to (B)(4) / MFR #1828100-2021-00450.